Manufacturer narrative:
The power management tool confirmed pump error and power loss alarms noted on detailed trace/long trace downloads due to backup battery loaded voltage was less than 3.5v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with cracked case, cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of power loss alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was not able to clear the alarm. The product was returned for analysis.